Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) double dpt - vamp plus kit. Leakage was found at tubing to vamp reservoir stopcock bond joint. Leakage occurred all around bond area. Tubing o.d. Was .141" which was within spec. Of .141"+/-.002" per drawing (rev. Ad). It appeared that bonding solvent did not sufficiently seal off the bond area.

Event description:
It was reported that there was leakage. No patient complications were reported.